Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that inappropriate therapy due to undersensing atrial fibrillation was observed.